Event description:
The customer reported that the system failed to display fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. On site investigation revealed that no cause could be determined. The 5vdc power supply was evaluated and adjusted during the service event. The workstation pcb assemblies were also re-seated. The system was tested and found to be working as intended and put back into service.